Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be implanted in the duodenum to treat a malignant 8-cm duodenal ileus during a duodenal stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent was deployed in an incorrect location. The stent was attempted to be removed using an additional device, but it could not be removed. The stent remains implanted, but a new procedure was scheduled to remove the stent. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of a stent's positioning issue.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of a stent's positioning issue. Block h11: a wallflex enteral duodenal stent and delivery system was received for analysis. The stent was not returned, only the delivery system. The analysis of the returned device did not identify any evidence of the reported event. No problems were noted with the delivery system. The reported event of stent positioning issue was not confirmed. The stent was not returned, and the analysis of the delivery system did not identify any problems or damages. Taking all available information into consideration, the overall root cause of the reported event is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be implanted in the duodenum to treat a malignant 8-cm duodenal ileus during a duodenal stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, the stent was deployed in an incorrect location. The stent was attempted to be removed using an additional device, but it could not be removed. The stent remains implanted, but a new procedure was scheduled to remove the stent. There were no patient complications reported as a result of this event, and the patient condition after the procedure was reported to be stable.